Manufacturer narrative:
The returned ICD first underwent a status interrogation. The device status was eos, which had been activated by the implant on (B)(6) 2019. The charge drawn from the battery was checked and turned out not to be as expected. The ICD was then opened. The visual inspection of the internal structure showed no irregularities. The electronic module was then connected to an external voltage source and underwent another electrical function check. The current uptake of the electronic module was examined and proved to be inconspicuous. The module was completely able to provide therapy. There were no indications of a malfunction of the electronic module. The battery was returned to the manufacturer of the battery for an extensive analysis. The production documents of the battery were reviewed and verified that there were no deviations of the battery parameters from the specified values during the manufacturing process. The visual inspection of the battery showed no anomalies. The battery was opened for a destructive analysis. While inspecting the internal battery structure, an increased impedance was detected. It can be therefore assumed that the increased internal impedance of the battery led to a voltage drop on the electric module and thus led to the clinical observation. In summary, the capability of the electronic module of the ICD to provide therapy was tested at an external voltage source and discovered to be fully functional. The clinical observation resulted from an increased internal impedance of the battery that was detected during the battery analysis.

Event description:
It was reported that approx. 86 months after the implantation battery depletion was noted.